Event description:
It was reported that the iab was inserted via right femoral artery. Two days later, "high baseline" alarms occurred. The next day, blood was seen in drive line and user suspected a balloon abrasion. Iab was removed and blood was seen within balloon. A new catheter was placed in left femoral artery without reported incident. There were no pt complications reported.